Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No analysis performed as no parts were returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by one hour or longer. It was reported that after the completion of screw insertion until l2-s1, pilot hole of the right side s2ai was created without issue, but bleeding from the pilot hole of the left side s2ai created next was observed, so the procedure was suspended. The reference was placed to the l5 spinous process. Insertion site was confirmed using the navigation pointer, and the pilot hole was being drilled with the probe. After drilling, virtual line of screw diameter was planned as 8.5 and saved by "saveplan". Although there was no issue when using the probe, as there was a possibility of penetration to the inside if diameter of screw was 8.5¿, so the route was corrected. After using the probe, it was confirmed by the sounder that there was no penetration. Tapping was performed using the 7.5 diameter navigation tap. The surgeon who was the first assistant of the operation commented that resistance was felt well at such as articular surfaces of the sacroiliac joint but it seemed that resistance decreased was felt when advancing through the sacroiliac joint. Another surgeon turned the handle and confirmed, and continued the procedure. Perforation was not confirmed on the navigation. After tapping, bleeding from the pilot hole and decrease of blood pressure (from 90 level to 50-60 level) were noted. Astriction applying a piece of gauze to the bleeding site was performed for about 15 minutes but failed. The posterior lumbar interbody fusion (plif) of l2-s1 which was planned was not performed, and the wound was closed. After closing wound, an echographic examination and a computed tomography were performed by the anesthesiology department and the vascular surgery department. The patient was recovered from anesthesia afterwards and the procedure of the day was finished. Misalignment issue of the navigation or the route might have occurred, but the cause of perforation could not be identified. The patient will undergo revision surgery. There was a surgical delay of less than one hour due to this event.